Manufacturer narrative:
(B) (4). (B) (4). Results: rep samples from the same lot number as the actual device were returned for evaluation. Visual inspection and knot pull test results of the nine rep samples met requirements. Conclusion: the devices were received in a condition that meets specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that suture was used during a surgical procedure on (B) (6) 2008. The suture broke very easily during use. There was no adverse pt consequences.